Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the device appropriately outputting energy on all the pacer spikes outputted by the x series. The x series operator's guide states "the ideal pacer current is the lowest value that maintains capture - it is usually about 10% above threshold. Typical threshold currents range from 40 to 80 ma. Location of the hands-free or therapy electrodes affects the current required to obtain ventricular capture." Testing of the device was unable to duplicate the complaint. There are multiple factors that can cause a user to be unable to capture during pacing including, but not limited to, pad placement or insufficient current. No trend is associated with reports of this type.